Event description:
It was reported that the right ventricular (rv) lead was exhibiting high impedance and had delivered inappropriate therapy due to possible fracture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis also indicated a lead impedance out of range alert and oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis comments include 1,194 ventricular sic occurring since (B)(6) 2013, 26 non-sustained episodes and 1 ventricular fibrillation (vf) episode of <(><<)> 220ms ventricle to ventricle cycle were recorded on (B)(6) 2013. An rv pacing lead impedance alert occurred on (B)(6) 2013. A superior vena cava (svc) lead impedance alert occurred on (B)(6) 2013. The rv pacing impedance rose from an approximate baseline of 575 ohms to >16,000 ohms on (B)(6) 2013.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.